Event description:
It was reported that two weeks following the implant procedure at a follow-up appointment, the physician noted loss of capture from this right ventricular (rv) lead. Device data review indicated that the rv auto-threshold testing failed two days post-implant and the threshold measurement had increased significantly. It was hypothesized that the rv lead had dislodged from the implant location. The physician elected to surgically reposition the rv lead to resolve the event, as well as increase the rv output to ensure proper capture. The rv lead remains implanted and in-service. The patient was stable with no additional adverse effects reported.